Manufacturer narrative:
(B)(4). The device was manufactured february 4, 2015 ¿ february 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the fluid in the bag was determined to be an untightened non-baxter red luer cap. When the red luer cap was tightened, the leak stopped. A functional leak test was also performed by refilling the device and manually attaching a baxter blue winged luer cap. The next day, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unspecified location. This occurred before patient use. There was no patient involvement. No additional information is available.